Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that during prime, rn noted 0.2 micron filter leaking. Rn changed to new filter primed 2nd filter. No issue then proceeded with patient cvc line change.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Rn was priming ivf set up for multiple infusion y together. Rn primed amiodaron into the 0.2 micron filter. Line set up was set aside and pumps allowed to infuse at faster rate to equally prime line set up . During prime, rn noted 0.2 micron filter leaking.